Event description:
It was reported that the v60 was displaying an excessive leak message. It was unknown how the issue was found. No patient or user harm reported. Per the diagnostics performed by the engineer, the biomed was reporting the device's pneumatics testing was passing. The remote service engineer (rse) advised the biomed to utilize the v60 bi-pap test connector and run the device. The rse also advised biomed to change the mask port to a different one. The customer was informed that a total leak of approximately 40 was expected. Onsite support was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer replaced the flow sensor assembly to resolve the issue. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
During onsite support, the service engineer checked the pressure and air flow accuracy. The device failed the air flow accuracy, and was out of specification at 0, 10, 35, 60 and 140 slpm. The service engineer replaced the flow sensor assembly to resolve the issue.

Manufacturer narrative:
Repair information: the field service engineer (fse) determined that the flow sensor assembly required replacement and provided the customer with a quote to have the device repaired; however, per review of the source record, the quote had expired, and the device was not repaired. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If parts are returned or if new information is provided, the complaint will be reopened to update the investigation.